Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during pulmonary parenchyma procedure the device partially fired. The staple line was incomplete distally by 3cm. The device partially fired on 3 cm then the handle clutched. There was tissue damage but it was not permanent. No resected tissue to resolve the issue. To resolve the issue in order to complete the case another stapler was used. Patient is alive with no injury. No reinforcement material was used.